Event description:
During a routine pump replacement procedure, the hcp (healthcare professional) found the catheter disconnected from the pump. A dye study was done to assess the spinal segment of the catheter; the spinal segment of the catheter was intact. It was noted that the dye used was not dye approved for intrathecal use. The hcp then used a revision kit and replaced the pump segment of the catheter. After the catheter was connected, they checked the flow and everything looked good; csf (cerebrospinal fluid) flow was confirmed. They admitted the patient overnight for monitoring, since the hcp decided not to reduce the dose. The hcp decided not to lower the dose because the patient was on a lower dose and the patient had no symptoms prior to the procedure indicating a lack of therapy. The day after the procedure, the patient was doing fine, but as expected was a little more loose than normal. The patient¿s dose was reduced and she was released from the hospital. The device system was delivering lioresal.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
Corrected/additional information: the initial MDR should have included the following statement: ¿analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.¿

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, catheter miscellaneous acceptable testing, catheter incomplete/returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.